Manufacturer narrative:
The explanted spectra cylinders were returned for evaluation - the analysis results indicate both cylinders exhibited a lack of rigidity. When the cylinders were dissected, it was determined that the wire cables for both cylinders were separated into 2 parts near mid-cylinder.

Event description:
It was reported that the patient had his ams spectra concealable penile prosthesis replaced with a 3pc. Inflatable penile prosthesis due to patient dissatisfaction - "pain". No further patient complications were reported in relation with this event.

Manufacturer narrative:
Additional analysis was performed resulting in these findings: both cylinders most likely failed due to mechanical rubbing of two metals (the cable and most likely a type of titanium). When metallic materials rub against each other, small particles are formed that oxidize readily. In the residue, some evidence of carbon was also found which might indicate an organic polymer was also abraded.